Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the newly placed atrial lead had dislodged and was unable to be fixed successfully. The lead was explanted and exchanged. The patient was stable.